Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that revision surgery is necessary due to the patient's panfacial trauma.

Manufacturer narrative:
Additional information: d4, h4, h6. The reported event could be confirmed as CT-scans were provided for the planning of new implants. The scans show a dislocation on the right side of the implant and fixated pan facial trauma. Both fossa and mandible components of bilateral tmj implants were removed due to dislocation caused by prior pan facial trauma years earlier, with cement spacers placed and a staged surgery planned. The patient is recovering well, and no product-related failures were identified, as the issues stemmed from the trauma rather than the implants themselves. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.